Manufacturer narrative:
(B)(4). Subject device has been received and is currently in the evaluation process.

Event description:
X-rays taken for patient's scheduled lenghtening showed a bent rib sleeve. During planned lengthening procedure on (B)(6) 2010, rib sleeve clarified as broken, not bent. Veptr I was removed. Surgeon re-instrumented patient to veptr ii in the same location. Surgeon noted that the rib sleeve breakage may have resulted from the previous six month expansion procedure on (B)(6) 2009. The rib sleeve size was hyper-extended beyond the holes. Although distraction locks were inserted into the rib sleeve, because it was hyper-extended beyond the holes, the distraction lock did not come in contact with the lumbar extension to lock the two devices together. The construct began to move and eventually caused the bottom rail of the rib sleeve to break off.